Event description:
It was reported that the patients lead exhibited high impedances. Reprogramming has been attempted, however, the patient still had loss of coverage in their pain area. The patient underwent a revision procedure and the lead was explanted and replaced with a paddle lead. The patient has fully recovered.

Event description:
It was reported that the patients lead exhibited high impedances. Reprogramming has been attempted, however, the patient still had loss of coverage in their pain area. The patient underwent a revision procedure and the lead was explanted and replaced with a paddle lead. The patient has fully recovered. Additional information was received that none of the leads or devices have been explanted. The physician has elected to keep all devices in situ. All devices remain in service and implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: n/a. Batch: 26368986. The returned lead sc-2317-70 serial number (B)(6), was analyzed and visual and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exited the clik x anchor resulting in the reported complaint. The returned clik x anchor sc-4316 was analyzed and external visual inspection revealed no anomalies. The clik x anchor exhibits normal device characteristics.

Event description:
It was reported that the patient's lead exhibited high impedances. Reprogramming has been attempted, however, the patient still had loss of coverage in their pain area. The patient underwent a revision procedure and the lead was explanted and replaced with a paddle lead. The patient has fully recovered. Additional information was received that none of the leads or devices have been explanted. The physician has elected to keep all devices in situ. All devices remain in service and implanted. Additional information was received that the lead and clik x anchor were explanted. Th lead was replaced with a paddle lead due to high impedances and inadequate stimulation. The patient was stable and doing well postoperatively.

Event description:
It was reported that the patient's lead exhibited high impedances. Reprogramming has been attempted, however, the patient still had loss of coverage in their pain area. The patient underwent a revision procedure and the lead was explanted and replaced with a paddle lead. The patient has fully recovered. Additional information was received that none of the leads or devices have been explanted. The physician has elected to keep all devices in situ. All devices remain in service and implanted. Additional information was received that the lead and clik x anchor were explanted. Th lead was replaced with a paddle lead due to high impedances and inadequate stimulation. The patient was stable and doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: unk-m-sc-4316, model: sc-4316, serial: n/I, batch: n/I. The returned lead sc-2317-70, serial number (B)(6), was analyzed and visual and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exited the clik x anchor resulting in the reported complaint. The returned clik x anchor sc-4316 was analyzed and external visual inspection revealed no anomalies. The clik x anchor exhibits normal device characteristics.